Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for issues unrelated to the reported complaint or service history. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was involved in a servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for issues unrelated to the reported complaint or service history. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed that this device was involved in a servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(6). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. The customer stated that there was no patient involvement.

Event description:
On 04/24/2018 14:42:33 (B)(6). Note to tech: please submit an estimate for this unit for customer approval. On 05/02/2018 05:27:17 (B)(6).) Est - mnr to mjr on 05/16/2018 08:28:00 (B)(6). Waiting on (B)(6) at (B)(6) regarding a decision on this unit. Per (B)(6), she previously stated that their hospital is looking into their lease agreement for units. Emailed (B)(6) for a follow up. On 06/08/2018 07:15:48 (B)(6). Emailed (B)(6) at (B)(6)to follow up regarding the approval for the repair on this unit. Notified (B)(6) that we need a decision as soon as possible, otherwise the unit will be returned back un-repaired. On 06/13/2018 08:57:29 (B)(6). Note to tech: per (B)(6) at (B)(6), please do not flash the unit to 9.33. Please keep the current software version on their unit since the software upgrade has been put on hold at their hospital. On 06/13/2018 11:30:50 (B)(6). Replaced broken door latch sear for safety clamp open alarms. Replaced bezel assy (non supported part installed), and broken bottom rear case. Replaced door damaged, and cover door. Replaced broken ail sensor, and right,left iui damaged pins on 06/13/2018 14:15:27 (B)(6). (B)(4).